Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011953 in question was manufactured at the reynosa site. · threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011953 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. · device history record (DHR) review: the lot 6011953 was manufactured according to the work instruction (wi) version 121 and manufactured in the line l4 li39 on 06-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance corrective and preventive action (CAPA) raised during production unrelated to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a CAPA 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025 and (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 3 hours. The blood glucose level was high at the time of the event with unknown value. The patient noticed symptoms in less than 3 hours of insertion. The patient got treated with multiple daily injections. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. On (B)(6) 2025, patient vomited and fainted. The patient replaced infusion set and resumed insulin deliveries successfully on (B)(6) 2025 for the first bent cannula. No further information available.